Manufacturer narrative:
The device is not available to the manufacture.

Manufacturer narrative:
Conclusion: for anticipated patient complication. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated patient complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that an aspiration was performed through the device to retrieve a thrombus in the right internal carotid artery. The thrombus was present in the aspirate and the patient had a thrombolysis in cerebral ischemia (tici) score of 3 at the end of the procedure. However, a 24-hour CT scan demonstrated a possible right tiny parietal and a small cerebellum infarcts. No further information was provided.

Event description:
It was reported that an aspiration was performed through the device to retrieve a thrombus in the right internal carotid artery. The thrombus was present in the aspirate and the patient had a thrombolysis in cerebral ischemia (tici) score of 3 at the end of the procedure. However, a 24-hour CT scan demonstrated a possible right tiny parietal and a small cerebellum infarcts. No further information was provided.